Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had discomfort in the soft tissue around the implant. The patient stated they had a lack of efficacy of programming as it did not help her pain. The patient noted occasional paresthesia with postural changes. It was unknown if any external or patient factors contributed to the issue. Multiple attempts to reprogram were done and all were unsuccessful. The issue was not resolved at the time of the report and the stimulator was explanted.